Event description:
A consumer whose indication for use is essential tremor and movement disorders reported they were working pretty hard digging a tree and had gotten tired, so they sat down and felt a tingle in their head which had remained in both feet , legs, arm and face. This had occurred suddenly on (B)(6) 2016. There were no falls or traumas reported. The patient had gone to the hospital emergency room via an ambulance. The healthcare professional said the patient's heart was normal and a computerized axial tomography (cat) scan was done of the brain along with some other checks and a chest x-ray. The healthcare professional had not felt if it was the device or not. It was for both sides at least the patient though it was not that but took a cat scan. The healthcare professional also ruled out diabetic, the patient was not diabetic. It went away after a couple of hours. All the tests had showed nothing, they were lost. The patient was not sure if the device was on or not. The patient did know that they were numb and tingles on legs, arms and face. The patient did not remember if my tremor was numb or not.

Event description:
Additional information received from patient indicated the healthcare provider performed various testings; cat scan, blood sample and patient's vital but the cause of the event was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.